Manufacturer narrative:
Document review performed on 18 june 2018. Lot 1752863: (B)(4) items manufactured and released on 11 october 2017. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed by r&d product manager on 20 june 2018. Two prongs (opposite to each other) are confirmed to be broken. The orientation of the broken edges let presume that the breakage occurred in torsion, likely in screw-in rotation. The prongs broke at about 0.5mm from their base. A crack was noticed in the same location one of the two remaining prongs.

Event description:
During surgery the tab of the driver broke off, the surgeon used a secondary instrument to complete the surgery. No pieces remain in the patient and the surgery was completed successfully.